Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 26-dec-2018. This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depressive syndrome") and metrorrhagia ("metrorrhagia"). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, depression and metrorrhagia outcome was unknown. The reporter provided no causality assessment for depression, metrorrhagia and pelvic pain with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.